Event description:
Allegedly the following occurred: "could not remove the instrument. Recovered by a small incision of colon and manual suturing. Used another device. No bleeding. Nothing fell into the patient cavity." Lar double staple.

Manufacturer narrative:
During a routine review of our complaints this ftr, was re-evaluated and initially reported as a malfunction. Because the information in the event description is insufficient to support a conclusion that a device related adverse event did not occur, the complaint will be re-coded as a serious injury and reported to the FDA.